Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Contact reported not seeing any insulin come out of tube during fill tubing step or the load process. Tandem technical support (cts) assisted contact in filling and reloading the cartridge. No insulin drips was seen from the tubing. Cts stated it is possible that air was introduced. Customer called back and advised that they were able to load a new cartridge successfully with no further issues. Contacts blood glucose level was not impacted.